Manufacturer narrative:
(B)(4).

Event description:
It was reported that during clinic follow-ups for the past year or two, the right atrial lead had exhibited oversensing. During a device downgrade procedure to a single chamber device, the lead was capped and replaced. The patient was in stable condition before, during and post surgery.